Event description:
The ge oec 9800 fluoroscopy sys reportedly would not fluoro, also re-boot during procedure.

Manufacturer narrative:
A ge oec svc rep investigated the issue and could not duplicate the malfunction. It was noted that the event log was not logging errors, so the x-ray controller pcb was erased and re-loaded. The keyboard was also noted to be smashed with sharp edges protruding. The keyboard was removed and replaced. The sys was tested extensively and found to be operating as intended. The sys was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. This facility was unable to, or would not provide any further pt info with respect to this issue.